Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken burr sheath occurred. A 1.25mm rotalink¿ plus was selected for use. During the end of the procedure, it was noted that the burr sheath was filled with blood thus it was removed from the patient's body. After meticulous inspection of the device, it was discovered that the sheath was broken in the middle section of the device. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic examination of the advancer, handshake connections, sheath, coil, and burr revealed a hole in the sheath 24.5cm distal of the strain relief. The damage to the sheath is consistent with damage being cause by the device being over-tightened by the hemostasis valve. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a broken burr sheath occurred. A 1.25mm rotalink¿ plus was selected for use. During the end of the procedure, it was noted that the burr sheath was filled with blood thus it was removed from the patient's body. After meticulous inspection of the device, it was discovered that the sheath was broken in the middle section of the device. The procedure was completed with this device. No patient complications were reported.